Manufacturer narrative:
The insulin pump was received with a constant flashing white light on the display and beeping due to vertical cracked lcd controller. No loose components inside of the insulin pump during our visual inspection noted. The insulin pump had scratched case, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown. The customer stated the pump does not show signs of damage. Customer stated the pump rattles when they shake it. The customer was advised that the device will need to be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.